Manufacturer narrative:
An event of retraction problem was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information, the cause of the reported retraction problem could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a

Event description:
It was reported that on (B)(6) 2025, a 16mm amplatzer muscular vsd occluder was chosen for a procedure using a 9f amplatzer trevisio intravascular delivery system. During preparation, it was noted that there was leak below connection to syringe and extension tubing. A new 9f amplatzer trevisio intravascular delivery system was chosen. During procedure, while deploying the device into the patient's vsd, the delivery system retracted back into the right ventricle and it was not easily observed by fluoroscopy and transesophageal echocardiography. The vsd was then advanced into the vsd but was viewed only from the right side (rv below tricuspid valve). Upon recapturing we noticed difficulty with recapturing in to the 9f delivery system and the entire system was removed. After the system was fully retracted out of the sheath in the patient's right interior jugular vein (ij vein), they noticed that there was flailing of the tricuspid valve or right papillary muscle. The case was aborted and sent to surgery with stabilizing methods in place such as extracorporeal membrane oxygenation (ECMO). The patient was taken to the surgery on the same date. On between on (B)(6) 2025, patient's family declined additional procedures, impella, lava ECMO, etc. Ultimately patient passed away following emergent tricuspid valve repair post vsd repair procedure.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.